Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2012 at 8pm she obtained a blood glucose reading of "270mg/dl" with the subject meter. The patient manages her diabetes with humalog insulin (sliding scale) and 5 units of lantus in the evening. In response to her blood glucose reading, the patient immediately administered 3 units of humalog and her set dose of lantus. At 11pm that evening, the patient claimed she woke up from her sleep with a headache and a sweaty back. According to the csr's documentation, the patient reportedly tested her blood glucose with the subject meter, obtained a reading of "43mg/dl", and soon after administered "sugar pills" and food as self treatment. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2012 the meter was tested and no faults were found. On (B)(6) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.